Manufacturer narrative:
An event date was not provided. However, it was reported that the surgery took place in (B)(6) 2014 and the patient was diagnosed with the infection in (B)(6) 2014. (B)(6) 2014 was selected as the event date for this report. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the hospital on november 28, 2016, sorin group (B)(4) learned that the hospital sent out the informational letter in response to receiving the notification from sorin group (B)(4) in june 2015. At that time, the facility made sure that the cleaning processes were in line with the current instructions for use (IFU). The customer reported that all units have been tested and have not shown positive results. Based on the information provided by the customer, a connection between the patient infection and the usage of the sorin heater-cooler cannot be confirmed. On december 12, 2016, sorin group informed the patient of these results.

Event description:
Sorin group (B)(4) received a report from a patient who reported to have been diagnosed with endocarditis in (B)(6) 2014 after undergoing open heart surgery in (B)(6) 2014. The patient reported that he was hospitalized for 7 weeks and had to have another open heart surgery to have 3 heart valves repaired in (B)(6) 2015. The patient contacted sorin group in response to the receipt of an informational letter from the hospital about the possibility of bacterial infection potentially associated with the usage of the sorin heater-cooler system 3t during his procedure.